Event description:
The recipient reportedly experienced poor performance with the internal device. The recipient's device was explanted.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt as well as a damaged silastic overmold on both top and bottom covers. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. This is an interim report.

Event description:
The recipient reportedly experienced decreased performance with the internal device.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt as well as a damaged silastic overmold on both top and bottom covers. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The reported complaint of decrease in performance could not be verified during this analysis, which was limited in some respects due to the electrode being damaged prior to receipt. This device passed all of the tests performed. This is the final report.